Manufacturer narrative:
Evaluation summary: evaluation revealed the compression screw to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The reported event was not reproducible; although damaged the compression screw was inserted into a sample nail like specified. The damages on the tip and shaft were most likely caused by an oblique insertion. If a pre damaged inner nail thread did contribute to the event could not be determined because the nail was not returned for investigation. The issue is classified as user related. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.

Event description:
It was reported that during orif of the left femur the external compression screwdriver and the compression screwdriver were not threading on to the nail bolt. After the case, we saw that it was due to cross threading of the internal threads inside the nail holding bolt.